Event description:
It was reported that this right atrial lead was unable to be implanted due to lead body damage. Physician was having difficulties to advance the stylet. Lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, no sign of setscrew marks noted on the terminal pin. Continuity testing passed indicating conductors are intact. Hipot test passed indicating no electrical shorts between conductors. A stylet insertion test passed without issue indicating no blockage in the lumen. Visual inspection revealed no abnormalities the lead and tip appear normal. The lead body damage allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues or abnormalities. The difficult to position allegation was not confirmed, analysis found no evidence to verify placement difficulty. The note "physician was having difficulties to advance the stylet" was not confirmed based on a passing stylet insertion test.

Event description:
It was reported that this right atrial lead was unable to be implanted due to lead body damage. Physician was having difficulties to advance the stylet. Lead was replaced. No adverse patient effects were reported.